Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider via a manufacturer's representative on 2018-may-31. It was reported that the issue was found during a procedure when the healthcare provider attempted to aspirate the pump. To resolve the suspected pump flip, the patient was to return to the implanter for consult. The cause of the flipped pump was unknown. It was stated that it would be unknown if the issue was resolved until the patient returned to see the implanter in july 2018. The patient's weight at the time of the event was unknown. The provided information was confirmed with the physician/account. No further complications were reported. Additional information was received from a healthcare provider (hcp) via a manufacturer's representative on 2018-jun-14. It was noted that the event was initially reported by the hcp who was performing the refill, and they confirmed the issue with x-ray as stated to confirm. It was clarified that the hcp was attempting to aspirate the pump during a refill under fluoroscopy in office, and they were unable to locate the refill septum. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [1 mg/ml] at 0.1 mg/day, indicated for spinal pain. It was reported that the patient¿s pump was suspected to have flipped. The event date was reported as (B)(6) 2018. No patient symptoms were reported. Per the caller, they were taking an ap (anteroposterior) x-ray, and the letters on the pump are backwards. No further complications were reported.